Event description:
It was reported that a spectrum iq pump alarmed system error 105 (pic motor error) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 105 (pic motor error) alarm was not reproduced. The device was tested and able to run a loaded set with no issues. A review of the event history log revealed system error 105 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the motor as failed component. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.